Event description:
It was reported that: while ventilating a pt, the device changed ventilation modes from pressure controlled ventilation to continuous positive airway pressure ventilation with no user input. The pt was transferred to another device. No pt injury reported.